Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware.

Event description:
It was reported that after a non-device related spinal surgery, the patients implantable pulse generator (ipg) would not turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.